Manufacturer narrative:
The investigation determined that lower than expected vitros crea (creatinine) results were obtained from two linearity check fluid samples processed using vitros crea slides in combination with a vitros 350 chemistry system. The assignable cause of this event is user error due to an inappropriate interpretation of an analyzer sample code. The vitros 350 chemistry system did not generate a vitros crea mean result of 0.0 mg/dl for the samples, which were the values reported by the customer. An analyzer sample code occurred when the samples were initially run and no vitros crea results were generated at that time. The customer then retested linearity fluid samples d and e with a 2x dilution and generated a mean result of 24.9 mg/dl for sample d and 32.44 mg/dl for sample e. The operator's interpretation of the os code was incorrect, and that reporting vitros crea results of 0 mg/dl for the linearity samples was inappropriate as the os code indicates a sample of either high or low crea concentration. The assignable cause of the event was user error, as the customer misinterpreted the os code to indicate the vitros crea concentration of the linearity samples to be low outside of the vitros crea measuring range of 0.15 ¿ 14.0 mg/dl. Based on historical qc results, a vitros crea reagent lot 1519-3488-6268 issue is not a likely contributor to the lower than expected results. Additionally, an issue with the vitros 350 chemistry system is not likely a contributing factor of the event as diagnostic within run precision testing yielded results that were within acceptable guidelines.

Event description:
A customer obtained lower than expected vitros crea (creatinine) results from two linearity check fluid samples processed using vitros crea slides in combination with a vitros 350 chemistry system. Linearity sample d vitros crea result of 0.0 mg/dl versus an expected peer mean result of 22.83 mg/dl. Linearity sample e vitros crea result of 0.0 mg/dl versus an expected peer mean result of 28.853 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros crea results were obtained from a non-patient, linearity fluid. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4) and ivd (B)(4).